Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a scratched screen and that it was hard to read the display. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the scratches occurred due to wear and tear, and that the insulin pump otherwise functioned as designed. The customer also mentioned that he had a blood glucose of 582 mg/dl that morning, which he treated with a bolus delivery. Troubleshooting for the hyperglycemic episode was declined. The insulin pump was returned for analysis and a replacement device was shipped to the customer.